Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinician reporting nuisance air in line alarms. It was further reported that clinician would wipe the pressure sensors to troubleshoot the air in line alarm. This was reported to bd representatives during site visit. Bd clinical practice consultants discussed proper troubleshooting and cleaning techniques for pressure sensors. There was no information on patient involvement.